Event description:
A customer obtained an alpha-fetoprotein (afp) result in the normal reference range (0.0ng/ml) for one patient. Subsequent testing produced a higher result in a different clinical range. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A system check performed in 2009 passed within instrument specifications. Qc was within established ranges prior to and after the event. However, customer stated that quantity not sufficient (qns) flags were obtained during qc testing. They also have been receiving multiple qns errors on patient samples even though there was adequate volume for the tests requested. A field service engineer (fse) was dispatched: a) the fse replaced several hardware components. B) the fse performed verifications and adjustments. C) the fse primed the system, performed a diagnostic testing, verified repairs per established procedures and all results met published performance specifications. On recur, the hardware issue could affect pivotal assays. Erroneous results of a pivotal assay may contritbute to serious injury to the patient. Although hardware may be a contributing factor, no definitive root cause has been determined to date for this event. A malfunction will be assumed for the purpose of this report.